Event description:
Complaint received from facility contact. Customer reports the tubing pulled out of the female luer during patient use. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
The reported device was listed as unavailable and will not be returned for evaluation. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.